Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle continues to fall from jaws during use. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. The needle fell into the patient cavity and was retrieved.

Manufacturer narrative:
(B)(4). Investigation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacles. The needle was received loaded onto the device. The visual inspection of the needle received noted witness marks on the cone. A pmv needle was then loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Plastic shearing of the toggle switch was noted. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the shaving conditions noted. The instructions for use state, ¿the toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device.¿ the investigation findings were attributed to a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.